Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 04-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the physician was placing an ins and extension. When tightening the setscrews on the right side extension, the most proximal setscrew housing in the extension came loose and twisted. The rep indicated that to complete the case, no components were replaced. All impedances were in normal range. No symptoms were reported. Additional information was received from a manufacturer representative (rep) reporting the lead did not appear to come loose at the procedure. They clarified that the receiving end of the screw assembly area appeared to be twisted. The cause of the setscrew coming loose was not determined.